Event description:
Product returned for analysis with report of catheter "severed" and request to analyze the product. No details provided. Pt called pt services at an earlier date in april asking why pt had "problem with pt's catheters" - pt related that pt had a kink in january 1999 and a "break" in july 1999 and now had another "break" in april 2000. Repeated attempts were made to secure more details and verify pt report with health care professional but no response was rec'd.